Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased and the cause of death as sepsis with multiple organ failure. Further review of the manufacturer¿s database indicated the patient died approximately three months after device system implanted. Additional details regarding the source of the sepsis were not known by the patient's cardiologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Only visual analysis of the lead was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.